Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation in the event logs which occurred on (B)(6) 2010, started at 00:33 with ultrafiltration volume of 1440ml during cycle 3. The event meets overfill criteria.

Manufacturer narrative:
(B)(4). Product surveillance contacted the nurse and notified the nurse of the incidents of iipv that were found during the device log review and the probable cause that was identified. A review of the device logs confirmed the increased intra-peritoneal volume (iipv) events. External & internal visual inspections revealed no problems. The device was found to meet the specification requirements relative to the iipv identified via device log review. The cause of the iipv was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.